Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI# (B)(4).

Event description:
It was reported that during the procedure the catheter would not pace. Troubleshooting of the generators and cables did not resolve the issue. A new catheter was used and worked successfully. No patient complications were reported. The catheter was discarded at the hospital. Patient demographics were unable to be obtained.